Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient experienced loss of effect over the past couple of months. The patient had a refill about two weeks prior to the date of this report and that¿s when the drug guanidine was added.

Manufacturer narrative:
Concomitant medical products: catheter: model# 8709sc, serial# (B)(4). Implanted: (B)(6) 2008, explanted:unk. (B)(4).

Event description:
The patient experienced a change in therapy effect. Caller reported a return of spasticity for the patient, "no real signs of withdrawal just the return of spasticity." The change in therapy effect has happened in the last couple of months. There were no volume discrepancies. A roller study was planned. It was reported, "a dye study showed no patency with only epidural spread of dye and a suspected micro-fracture or leak at the dural entry site with pooling in the sacral area." The pump was interrogated and no motor stalls were detected. The refill volume was correct. It was noted "the patient was receiving no benefit from itb. Consult for catheter replacement is underway. Patient has multiple medical problems and urostomy tube that may prevent surgical intervention." The pump delivered baclofen and clonidine.